Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30061452m number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a clot was noted. There is no information how the issue was resolved. It was not known if the procedure was completed successfully. There were no patient consequences reported. The clot was assessed as a reportable issue.